Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of error code b30 was not confirmed. The following additional findings were also noted: front panel mouth cracked, bad scope socket, corrosion inside socket tubing, lamp expired (lamp meter reading at over 500 hours), and corrosion inside air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, prior to use and during setup of the device for use in a colonoscopy procedure, their evis exera iii xenon light source repeatedly gave an error code b30 (scope communication error). The customer confirmed that there were no procedure delays, and neither the patient nor the diagnostic or therapeutic outcome were impacted by the failure. The customer was able to complete the procedure by switching from the 190 series scopes to the 180 series scopes, and no additional intervention was required as a result of the issue. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon (1): b30 error was not reproduced, and it was determined that it was caused by an abnormality in communication with the scope due to the attachment of foreign matter at the electric junction or the attachment of moisture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. From the service manual, it was confirmed that b30 error showed the scope communication error, and that it was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it mainly generated by foreign body attachment and moisture attachment of the electric junction. (See cv-190 service manuals, page 4-41). Olympus will continue to monitor field performance for this device.